Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. The motor may have had an intermittent failure that was not detected during our testing; the motor was tested outside of the device and passed. Unable to verify e70 alarm due to motor error alarm. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. The insulin pump has broken reservoir tube lip noted, cracked battery tube threads cracked, minor scratched lcd window, cracked belt clip slot and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported he received a motor error alarm on the insulin pump during bolus delivery, and the reservoir compartment was damaged. The customer's blood glucose level was 274 mg/dl. During troubleshooting, it was stated the insulin pump had alarmed with motor position encoder error. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.